Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) surgical procedure, the customer observed the 30-degree endoscope horizon indicator on universal surgical manipulator (usm) 2 was not accurate. The indicator showed the endoscope was horizonal; however, it was vertical. The customer repositioned the endoscope and then tried different ports, but the issue was not resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer to further investigate the reported event. The fse test drove the system with an endoscope on usm 2 and no issues or errors were noted. The system was working properly, and no additional action was required as the issue was resolved.